Event description:
It was reported during a vena cava filter deployment procedure, some filter legs did not fully expand. Following several attempts to uncross the filter legs, a snare device was used to capture and retrieve the filter without incident. A new vena cava filter was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for failure to expand. Based on the available info, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the event.